Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the dilator would not fit into the sheath after it was taken out of the packaging while prepping for the case. The sheath and dilator were never used. The patient was in good condition and the procedure outcome was not affected. There were no other devices or equipment used with the reported product. Additional information was received on 04jan2021. The procedure was a heart catheterization. A new terumo sheath was pulled.